Event description:
Electrical and connection issues were reported to the subject pacemaker. The device was implanted on (B)(6) 2014 and appropriate lead connection was confirmed. On (B)(6) 2014 the patient was admitted in the hospital for a fracture treatment (surgery). Since the physician found a decrease in heart rate, a pacemaker check was performed. It was noted the following issues relative to the ventricular channel: impedance above 3 kohms, pacing failure and noise oversensing on stored episodes since (B)(6) 2014. A re-intervention was performed on (B)(6) 2014. The pacemaker check was performed before the procedure. Ventricular lead impedance was still 3000 ohms. Pacing failure and sensing failure were also confirmed. No lead issue was observed on x-ray photo and echocardiography. During the re-operation the ventricular lead came out from the port before unscrewing the setscrew. The ventricular lead was measured by an analyzer and normal values were obtained. The physician attempted to reconnect the lead. The lead was fully inserted in the connector port, click sound was heard and pacing spikes were confirmed at the same time, however, when physician pulled the ventricular lead to check its connection, the lead came out from the port again. The physician repeated ventricular lead re-connection two more times but the same issue was observed. A new pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical and connection issues were reported to the subject pacemaker. The device was implanted on (B)(6) 2014 and appropriate lead connection was confirmed. On (B)(6) 2014, the patient was admitted in the hospital for a fracture treatment (surgery). Since the physician found a decrease in heart rate, a pacemaker check was performed. It was noted the following issues relative to the ventricular channel: impedance above 3 kohms, pacing failure and noise oversensing on stored episodes since (B)(6) 2014. A re-intervention was performed on (B)(6) 2014. The pacemaker check was performed before the procedure. Ventricular lead impedance was still 3000 ohms. Pacing failure and sensing failure were also confirmed. No lead issue was observed on x-ray photo and echocardiography. During the re-operation the ventricular lead came out from the port before unscrewing the setscrew. The ventricular lead was measured by an analyzer and normal values were obtained. The physician attempted to reconnect the lead. The lead was fully inserted in the connector port, click sound was heard and pacing spikes were confirmed at the same time, however, when physician pulled the ventricular lead to check its connection, the lead came out from the port again. The physician repeated ventricular lead re-connection two more times but the same issue was observed. A new pacemaker was implanted.

Event description:
Electrical and connection issues were reported to the subject pacemaker. The device was implanted on (B)(6) 2014 and appropriate lead connection was confirmed. On (B)(6) 2014, the patient was admitted in the hospital for a fracture treatment (surgery). Since the physician found a decrease in heart rate, a pacemaker check was performed. It was noted the following issues relative to the ventricular channel: impedance above 3 kohms, pacing failure and noise oversensing on stored episodes since (B)(6) 2014. A re-intervention was performed on (B)(6) 2014. The pacemaker check was performed before the procedure. Ventricular lead impedance was still 3000 ohms. Pacing failure and sensing failure were also confirmed. No lead issue was observed on x-ray photo and echocardiography. During the re-operation the ventricular lead came out from the port before unscrewing the setscrew. The ventricular lead was measured by an analyzer and normal values were obtained. The physician attempted to reconnect the lead. The lead was fully inserted in the connector port, click sound was heard and pacing spikes were confirmed at the same time, however, when physician pulled the ventricular lead to check its connection, the lead came out from the port again. The physician repeated ventricular lead re-connection two more times but the same issue was observed. A new pacemaker was implanted.